Manufacturer narrative:
(B)(4). B5: describe event or problem - correction g6: report type ¿ updated/follow-up h2: correction h6: event problem and evaluation codes - additional information.

Event description:
It was reported that a broken needle or cannula occurred. The sensor was inserted on (B)(6) 2025 . No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-073013 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 3/20/2025. It was determined this complaint is not reportable per corpft-140202